Manufacturer narrative:
(B)(4). The lot number was available and a batch review will be performed. A request for the return of the device has been made. If additional relevant information becomes available, a follow-up report will be filed.

Event description:
The customer reported that a cassette will not connect to their transfer set. The patient used a new cassette and was able to connect. There was patient involvement, however there was no adverse event reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s13h26086 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow up medwatch will be submitted.